Event description:
Revision surgery - due to the pt having an acute infection in the knee. The surgeon had to wash out and exchange the insert.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was due to a possible infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (DHR), and product complaint report (pcr) database, and sterilization records show that the reported component used in the previous surgery met sterilization, design, and manufacturing requirements. A review of the sterilization records show that the reported device went through an adequate hydrogen peroxide gas plasma sterilization process and was within it's expiration date at the time of the original surgery on (B)(6) 2013. The root cause of the infection can not be determined. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the patients infection was not the result of a product or manufacturing process defect.